Manufacturer narrative:
The customer declined ge service. No repair information available.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
#12 the hospital reported a malfunction of the adjustable pressure limit valve causing a loss of manual ventilation. There was no report of patient involvement.